Event description:
At the onset of cardiopulmonary bypass, the oxygen concentration in the circulation blood did not increase as expected. The user bypassed the gas control module of the reported device to provide the desired oxygen level in the blood. No pt injury was reported.